Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information provided, it was reported that while using an expressew iii sutuer passer w/o hook, when firing the needle it could not penetrate to soft tissue, due to unknown structure problem in expressew. The complaint device was received and evaluated. Visual observations revealed that the expresssew is slightly worn and used, but in expected condition. The upper capture jaw is not bent or broken. On a deeper visual review of the upper jaw, it could be observed that the pin that holds the upper jaw is loose and the upper jaw does not fully close and has a 3 mm play, the jaw is very loose, it can be moved with the fingertips. When performing the functional test, the needle was loaded into the device, a sample rubber strip was placed between the jaws and the expresssew performed as intended. According with functional test result, this complaint can be confirmed. The loose upper jaw could have interfered with the needle's penetrating action when it was deployed. The possible root cause for the loose jaw and its holding pin can be related to the constant use of the device that causes metal fatigue. Since this device is reusable, the metal parts begins to lose its shape due to the continuous use and sterilization. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the lot number and device manufacture date were reported as unknown on the initial report. Both fields have been updated accordingly. Therefore, UDI: (B)(4). D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). UDI: (B)(4). The lot number is unknown.

Event description:
It was reported via complaint submission tool that while using an express iii suture passer w/o hook, when firing the needle it could not penetrate to soft tissue, due to unknown structure problem in express. No surgical delay, or patient consequence was reported. Additional information provided by the affiliate reported the distributor does not have the lot number because the packaging was discarded after the instrument was purchased. It was reported that the event occurred during a procedure when the surgeon used it to pass the suture into muscle, the pass way from needle to instrument, did not operate well. The affiliate reported the procedure was successfully completed with another instrument. Surgical delay or patient harm was not reported.